Manufacturer narrative:
(B)(4). Date sent: 11/19/2025. Additional information was requested and the following was obtained: last checked in with the surgeon, CT scan showed no sign on possibility of the tip and patient has been discharged.

Event description:
It was reported that during a lap liver segmentectomy 6/7 the device was opened and used since the start of the surgery. 5 hours into the surgery, gen11 prompted the following errors and scrub nurse followed as instructed: remove device from patient, activate to test device (before scrub nurse could follow this step, the gen11 prompted the next error immediately), replace instrument. There was a periodic faint screeching sounds were heard, and a louder screeching sound was heard just before the first error notice came up. As the gen11 prompted to ¿replace instrument¿, new device was opened to continue the surgery. Old device was disconnected from the gen11 and passed out. Upon inspecting the device, the tip of the black active blade has broken off. Associated sales manager immediately informed the surgeons and nurses. Surgeons started searching around the intra-abdominal surgical field. When the tip could not be found in the abdominal field, nurses were instructed to look through the fluid suction bag manually to see if the tip could have been sucked out through the sucker. Additional attempts were activated by using magnet detector to scan through the ot floor to see if the tip could have dropped off outside the patient. Surgeon continued with the operation while the nurses continued to search for the broken tip. Xray scans were called in at the end to scan the patient before closing up. Broken tip was not found by the end of surgery. The surgery was delayed overall. As a continued effort, surgeon will do a CT scan on patient post-op before discharging patient home.

Manufacturer narrative:
(B)(4) date sent: 10/10/2025 d4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was this procedure converted to an open procedure? Was there any change in the patient care as a result of this event? Did the patient need any different type of post op care due to the extended time of the procedure? Did the patient experience any adverse consequences due to this issue? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2025. D4 batch #: z7002k. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. Additionally, photos were provided and they showed the condition of the reported event. The device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number z7002k, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2025. Additional information was requested and the following was obtained: was this procedure converted to an open procedure? No, surgery proceeded on as usual laparoscopic procedure was there any change in the patient care as a result of this event? No did the patient need any different type of post op care due to the extended time of the procedure? No did the patient experience any adverse consequences due to this issue? No any update on the CT scan? CT scan has been done ¿ awaiting confirmed date from surgeon any update on the broken tip? No resemblance of the broken tip from the CT scan.